Event description:
This is a final report as the investigation was completed on 30-sept-2020. Results and conclusions are outlined in section h of this report. ¿3 proximal needle breaks observed during lab evaluation of MDR ref# 3001845648-2020-00461 description of report # 3001845648-2020-00461: in a 63-year-old patient treated for puncture under endo-endoscopy of a cephalic tumor pancreatic, during movements in the tumor, the end of the needle breaks, and separates from its body and its sheath. The puncture is interrupted: the body of the needle is recovered, then the needle itself remained in the canal echo-endoscope operator, with its free end angled 5 cm from its end. Consequence: risk of injury and bleeding from the oesophagus & the ent sphere upon removal of the echo-endoscope "as per complaint form": 63-year-old patient treated for echo-endoscopic puncture of a pancreatic cephalic tumor movements in the tumor, the end of the needle breaks, becomes detached from its body & sheath.the puncture is interrupted: the body of the needle is recovered, then the needle remains in the operating channel of the echo-endoscope, with its free end bent 5 cm from its end. Consequence: risk of injury and bleeding from the esophagus & the ent sphere upon removal of the echo-endoscope. 1. Did any part of the broken needle fall into the patient? As specified by the client on the attached declaration. The tip of the needle was collected in the endoscope but not in the patient. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Angled 5 cm from the end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. No lymph. 3. Please describe the size of the intended target site. No information. 4. If not with the device in question, how was the procedure performed and/or finished? Finish the procedure with an other needle. 5. Was the device used in a tortuous position? Slightly. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal?no. 8. Was the device damaged on removal from packaging?no. 9. Was force required to remove the device? The nurse said no. For complaints occurring during use (once in contact with endoscope) also ask. 10. What is the endoscope manufacturer and model number that was used? Echo endoscope fujinon eg-530ut. 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No more than usual. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The doctor felt nothing. 14. Was the syringe used during the procedure, after the stylet was removed?yes. 15. Was difficulty experienced while retracting the needle? No. 16. Was it possible to fully retract before removing the needle from the patient? No. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? Same position for the pancreas puncture. 19. Was puncture of the target site difficult?no. 20. Was the stylet partially removed when advancing into the target site? No nothing. 21. How many samples were obtained with this needle? 1. 22. Did any section of the device detach inside the patient? No into the canal duct. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Little. 26. If the device is a procore, is the kink located distally at the notch / core trap? No. 27. Is the patient known to be covid-19 positive? No.

Manufacturer narrative:
K142688 - 510k#. Device evaluation: 1 unit of lot c1722248 of echo-hd-3-20-c involved in this complaint was returned for evaluation opened not in its original packaging under (B)(4). It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4)(3001845648-2020-00461). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14 july 2020. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken distally approx. 4.1cm from the needle tip which was investigated under (B)(4) (3001845648-2020-00461). There were also 3 proximal needle breaks observed which will be investigated under this file (B)(4). Clarification was requested as follows; can you please clarify the following in relation to this complaint following lab evaluation of the returned device: there were 4 different needle breaks observed on the returned complaint device (see photos below). There was 1 distal needle break which is detailed in the complaint description and a number of proximal needle breaks. Can the rep please clarify how the proximal needle breaks occurred? No reply was received therefore an additional (B)(4) was opened in relation to the 3 proximal needle breaks. Further clarification was requested as follows: the query below was sent after lab evaluation of pr 303405. As no reply had been received to the query a new (B)(4) was opened last week in relation to the 3 proximal needle breaks. Can you please clarify the following in relation to this complaint following lab evaluation of the returned device? There were 4 different needle breaks observed on the returned complaint device (see photos below). There was 1 distal needle break which is detailed in the complaint description and a number of proximal needle breaks . Can the rep please clarify how the proximal needle breaks occurred? No reply has been received after 4 attempts. If an answer is received the file will be updated accordingly. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1722248 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1722248. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It was advised that there was a ¿little¿ difficulty on attaching/detaching the device of the luer lock to the scope. A possible root cause could be attributed to the device potentially having been damaged as a result of the attaching/detaching and in turn leading to the proximal needle breaks observed. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510k: k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
¿3 proximal needle breaks observed during lab evaluation of MDR ref# 3001845648-2020-00461. Description of report # 3001845648-2020-00461: in a (B)(6) patient treated for puncture under endo-endoscopy of a cephalic tumor pancreatic, during movements in the tumor, the end of the needle breaks, and separates from its body and its sheath. The puncture is interrupted: the body of the needle is recovered, then the needle itself remained in the canal echo-endoscope operator, with its free end angled 5 cm from its end. Consequence: risk of injury and bleeding from the oesophagus & the ent sphere upon removal of the echo-endoscope. "As per complaint form": (B)(6) patient treated for echo-endoscopic puncture of a pancreatic cephalic tumor movements in the tumor, the end of the needle breaks, becomes detached from its body & sheath. The puncture is interrupted: the body of the needle is recovered, then the needle remains in the operating channel of the echo-endoscope, with its free end bent 5 cm from its end. Consequence: risk of injury and bleeding from the esophagus & the ent sphere upon removal of the echo-endoscope. Did any part of the broken needle fall into the patient? As specified by the client on the attached declaration. The tip of the needle was collected in the endoscope but not in the patient. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Angled 5 cm from the end please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. No lymph. Please describe the size of the intended target site. No information. If not with the device in question, how was the procedure performed and/or finished? Finish the procedure with an other needle. Was the device used in a tortuous position? Slightly. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? The nurse said no. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Echo endoscope fujino eg-530ut. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No more than usual when was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The doctor felt nothing. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? No. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Same position for the pancreas puncture. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? 1. Did any section of the device detach inside the patient? No into the canal duck. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the luer lock to the scope? Little. If the device is a procore, is the kink located distally at the notch / core trap? No. Is the patient known to be covid-19 positive? No.